Event description:
Healthcare professional reported right side rupture and exchange of textured implant. Healthcare professional additionally reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety/product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ deformation is observed. ¿ crease is observed. Clarification to d.9. Returned to mfg on: 31jul2023 date device photo received.

Event description:
Healthcare professional reported right side rupture and exchange of textured implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured implant with MRI proven rupture.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.